Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station could not be powered on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on, but there was no display. A field service engineer proceeded to switch off the power and disconnect all drawers in the auxiliary unit. Each drawer was then reconnected one by one, and the station was powered back on. When drawers 3.1 and 3.2 were connected, the station began exhibiting the same issues as before. Drawer 3.2 was then disconnected, and the station functioned without issue. The individual drawer board for drawer 3.2 was subsequently replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.